Manufacturer narrative:
H.6. Investigation summary: customer returned (3) open 4mm, 32g pen needles from lot # 9015891. Customer states that insulin does not flow out of pen needle during the flow check. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no. 320122 batch no. 9015891 it was reported that during use of the bd ultra fine¿ pen needles insulin does not flow out of pen needle during the flow check. This occurred on 10 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: about 10 pen needles not allowing the insulin to go thru it during the flow check. Changes the needle and then the pen works. Consumer checked the non patient end needle and feels this is straight.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320122, batch no. 9015891. It was reported that during use of the bd ultra fine¿ pen needles insulin does not flow out of pen needle during the flow check. This occurred on 10 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: about 10 pen needles not allowing the insulin to go thru it during the flow check. Changes the needle and then the pen works. Consumer checked the non patient end needle and feels this is straight.